Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "do not use bone cement after expiration date."

Event description:
It was reported that patient underwent a spacer mold placement procedure on (B)(6) 2014. After the procedure it was discovered the bone cement implanted was expired. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. The modular head and liner were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014. All components were removed and replaced with cement spacer molds. After the procedure, it was discovered the bone cement implanted was expired. The cement spacer molds were removed on (B)(6) 2014.